Event description:
It was reported that a patient's pacemaker exhibited premature battery depletion. The patient is currently stable. The patient is scheduled to have their pacemaker replaced on (B)(6) 2022.

Event description:
New information received notes that the patient had a surgical procedure to explant their device on (B)(6), 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to auto settings which affected the device longevity. Further analysis did not find any anomaly and battery was at elective replacement indicator (eri) level. Longevity assessment was performed, and device had exceeded the projected longevity.